Event description:
It was reported that during the procedure, the physician followed the instruction for use and deployed the subject flow diverting stent. However, the subject flow diverting stent did not open in the middle section. The physician recaptured the subject flow diverter and redeployed it again, but the middle section never opened. This event resulted in a one-hour surgical delay. The patient was not impacted by the surgical delay. The procedure was completed using the coils to partially close and treat the aneurysm. No clinical consequences were reported to the patient due to this event. Based on further review and device investigation completed on (B)(6) 2022, it was clarified that the subject stent was unable to open fully when not implanted and was removed from the patient¿s anatomy. The subject stent is meant to be resheathed and there was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
B1- adverse event - corrected : no ¿adverse event¿ b5 executive summary ¿ updated. H1 type of reportable event- corrected : no ¿serious injury¿ h3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. D4 expiration date - added. D10 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed and opened and slightly deformed with frayed edges. The stent introducer sheath and stent delivery wire was not returned. During the functional testing, the reported stent failed/unable to open was not confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, the device was prepared/set-up as per the directions for use, continuous flush was maintained for the duration of the procedure, there was no damage noted on the flow diverting stent or the stent delivery wire, the size of the flow diverter was appropriate for treatment site, the position of the flow diverter was confirmed under fluoroscopy, an infinity plus + cat 5 distal access catheter +excelsior xt-27 microcatheter were used with the stent, the catheter tip was not shaped it was straight and the same microcatheter was used to finish the procedure. The distal part of the flow diverter did not fully oppose the vessel wall when it was deployed. No excessive force was applied at any point while advancing the flow diverter within the microcatheter. There was no friction/resistance encountered during insertion, advancement or deployment of the stent that could have contributed to reported issue. The stent delivery microcatheter was retracted in a continuous movement while maintaining the position of the stent delivery wire as described on the IFU. The patient¿s anatomy was medium tortuous. Access was through femoral. There were no changes noted to the vessel wall at implantation site. In the physician¿s opinion, the reason for the issue was that the device did not open. Although the anatomy had some tortuosity, the physician felt this should not be a reason for the malfunction, because they had used another surpass evolve and it worked perfectly. The flow diverting stent was removed from the patient anatomy after 1 attempt and there was no need for any snare device to remove the stent from the patient anatomy. There was no damage caused when the flow diverter was removed out of the anatomy and no injury was encountered during the procedure. The patient was not impacted by this event and no additional medication was given to the patient due to the event. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization, the current condition of the patient is normal. The condition being treated with the flow diverting stent was an aneurysm and the anatomical location of the treatment site was the ica. Product analysis found the returned stent had been deployed. While the stent was slightly deformed with frayed edges it was fully opened. An assignable cause of procedural factors will be assigned to the as reported and as analysed ¿stent failed/unable to open (when not implanted)¿ in addition to the as analysed ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the physician followed the instruction for use and deployed the subject flow diverting stent. However, the subject flow diverting stent did not open in the middle section. The physician recaptured the subject flow diverter and redeployed it again, but the middle section never opened. This event resulted in a one-hour surgical delay. The patient was not impacted by the surgical delay. The procedure was completed using the coils to partially close and treat the aneurysm. No clinical consequences were reported to the patient due to this event.